Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation: the customer stated that a saline rinse was not performed on the tpe set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the spectra optia system operated as intended. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. Additionally, patient reactions can also be caused by medications, hydroxyethyl starch, or sterilization of disposable sets with eto. Per the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Root cause: the root cause for the patient reaction is unknown. Possible causes for the patient reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Event description:
The customer reported that approximately 5 minutes into a therapeutic plasma exchange(tpe) procedure, a patient complained of shortness of breath and chest tightness. Per physician's order, the procedure was ended early and a chest x-ray was performed with clear results and no infiltrates were observed. The patient was also given 2 liters of oxygen and an EKG was performed with normal results. The patient is reported in stable condition. Patient's full identifier: (B)(6). The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. The customer stated that the patient's body mass index (bmi) is over 30. Therefore, the patient's weight was entered as (B)(6) lbs instead of the actual weight as (B)(6) lbs in the spectra optia display screen. The root cause for the patient reaction is unknown. Possible causes for the patient reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure. The run data analysis confirmed that spectra optia machine performed as intended.